Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: d8. The d8 field is currently blank, as it was initially submitted with the value 'unknown'.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected field: d8

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Complaint ID #(B)(4).

Event description:
It was reported that during use of the intra-aortic balloon (iab), when the product in question, "trp4046," was inserted using the normal procedure, it was found that after the balloon passed through the sheath, it could not be advanced any further. The device was therefore abandoned, and a new trp4046 was used to successfully complete the procedure.